Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room (ER) due to feeling pectoral stimulation secondary to unipolar pacing while the device was operating in safety mode. The patient was admitted, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested. Additional information received reported that a longevity estimate for this pacemaker from (B)(6) 2025 had calculated less than eight months remained on the battery at that time. The pacemaker was monitored remotely prior the device replacement. No additional adverse patient effects were reported. The explanted pacemaker was retained by the facility, and they will handle product return.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room (ER) due to feeling pectoral stimulation secondary to unipolar pacing while the device was operating in safety mode. The patient was admitted, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room (ER) due to feeling pectoral stimulation secondary to unipolar pacing while the device was operating in safety mode. The patient was admitted, and the pacemaker was explanted and replaced. No additional adverse patient effects were reported. Product return was requested.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding product return status, which will be handled by the explanting facility. Should additional information become available this report will be updated.